Event description:
On (B)(6) 2008, our daughter was offered MRI approved video goggles to watch a movie during user facility's MRI. The goggles malfunctioned and projected a piece of tungsten metal fiber into her eyelid. The user facility's MRI tech did not hear her cries for help as the pt microphone was turned down and the MRI did not have a panic button. The fiber was confirmed to have come from the goggles by the user facility's bio med dept. Additionally, the event facility's MRI tech provided a statement in (B)(6) 2011, that the goggles had, prior to this incident, been repaired by the user facility's bio med dept because the goggles plastic cover has fallen off. Our daughter's injuries required both emergency and f/u medical care to prevent permanent impairment and/or damage to eyelid and eye. Initial emergency care required an eye surgeon to remove the tungsten fiber that had soldered to her left eyelid and treatment of multiple eyelid lacerations. F/u care required repeated visits to assure no infection or add'l vision impact.